Manufacturer narrative:
D10: 13a2101 - cemex system fast genta 70g: (B)(6) 308-05-23 - distal fixation ring ha 23.5: (B)(6) 308-09-00 - small prox body +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6) 320-10-00 - eq rev tray adapter plate tray +0: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq reverse torque defining screw kit: (B)(6) 320-31-40 - glenosphere, 40mm: (B)(6) 320-40-00 - 145-deg pe 40mm hum liner +0: (B)(6) 321-52-07 - 3.2mm drill bit sterile: (B)(6) tpa-13 - cement restrictor xs (extra small, sz 13): (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a right rtsa, underwent a revision procedure. The hrp become loose and painful to patient. The humeral implants were removed and revised to a larger/longer hrp. There were no markers that would indicate infection, but the entire cement mantle also came out still attached to humeral stem. There were no device breakages or surgical delays during the procedure. X-rays were provided. The explanted devices are not available for return as they were disposed of by the hospital. Images were provided. No further information.